Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side "autoimmune disorder due to implants they may have been recalled" which has been deemed not related to the device. Patient later reported a "deflation" and experiencing concern with the product. Device remains implanted.